Manufacturer narrative:
B.5. Medtronic received additional information that there was no abnormal electrical event.the power supply itself developed a failure.the pump continued to function during and after the the alarm issue with an intermittent power failure alarm.a handcrank was not used to maintain flow when the issue occurred as the device continued to function and was used to complete the procedure h.4.device mfg date updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported ac power failure alarm would come up intermittently when the device was turned on was verified during service. The issue was resolved by replacing the power supply 28v. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the bio-console instrument intermittently indicated it was not plugged in despite being connected to power, displaying an error message: ac power failure alert. The ac power failure alarm occurred intermittently when the device was turned on. The instrument was used to complete the procedure. No patient complications have been reported as a result of this event.